Manufacturer narrative:
The lead has been returned and is currently in analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A visual observation noted dried blood in the helix mechanism and through the lead lumen. The conductor coils were deformed and cuts were observed in the insulation. Resistance testing was then completed to asses the lead's electrical performance. Measurements throughout this test were within normal limits. Laboratory testing was unable to reproduce the clinical observations. This lead's electrical performance was confirmed to be intact. The damage noted during visual testing was concluded to be procedurely induced.

Event description:
Boston scientific received information that during this implant procedure, the physician experienced difficulty placing the lead, therefore ended up fixating the lead in the septum of the right ventricle. Following the implant procedure, high threshold measurements and loss of capture were noted and patient's spouse reported hear rates in the 30 bpm range. It was discovered that the lead had dislodged. The lead was explanted and replaced. The sales representative confirmed the patient was not pacer dependent.